Event description:
It was reported to boston scientific corp that a rotatable snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while trying to remove a polyp, the snare would not burn the tissue. Although the snare would not burn, the polyp was removed with the device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any relevant info is identified, a supplemental medwatch will be filed. (B)(4).